Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the mitral stenosis. It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr) of grade 4, underwent a mitraclip procedure. Three clips were implanted and the mr was reduced to grade 1. The pre-procedural mean pressure gradient was 1.6 mmhg and post-procedure, the mean pressure gradient was 4 mmhg. One day post procedure, the mean pressure gradient was noted to be 7.9 mmhg. No additional intervention was performed to treat the mitral stenosis and the patient was discharged to home in stable condition. No additional information regarding this issue was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.